Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient appears to have cough stimulated by ventricular pacing. The pacing threshold on the lead is normal. The device remains in use. No further patient complications have been reported as a result of this event.